Event description:
The pt reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report. The health care professional has been informed that the explanted device should have been returned to cochlear corporation.